Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. Both the device and the electrode had migrated. Both products were replaced. There were no additional adverse patient effects. 05/16/2023: it was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was exercising at the time. The clinic has now reprogrammed the sensing vector from alternate to primary. The system remains implanted. There were no additional adverse patient effects.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patient was exercising at the time. The clinic has now reprogrammed the sensing vector from alternate to primary. The system remains implanted. There were no additional adverse patient effects.